Event description:
It was reported 90% had to recalibrate and some just did not pass. There was no patient harm.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 16mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported 90% had to recalibrate and some just did not pass. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, product has not been received.

Event description:
It was reported 90% had to recalibrate and some just did not pass. There was no patient harm.